Event description:
Additional information received indicated that the right atrial lead was explanted on an unknown date.

Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that right atrial (ra) lead exhibited noise over-sensing, which resulted in pacing inhibition. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.